Manufacturer narrative:
(B)(4) the device was not returned to physio-control for evaluation. A third-party service agent evaluated the device and verified the reported issue. The third-party service agent replaced the user interface pcb assembly and system pcb assembly. Proper device operation was then observed through functional and performance testing. The device will be returned to the customer for use.

Event description:
It was reported to physio-control that the customer's device had a white screen. A white screen is indicative for a device lock-up. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the removed user interface pcb assembly and system pcb assembly. No failure was observed for the system pcb assembly. It was determined that the cause of the reported issue was due to the user interface pcb assembly. Further component cause could not be determined.